Event description:
It was reported a patient underwent a hernia repair procedure in (B)(6) 2011 and mesh was used. Three weeks postoperatively the patient developed severe pain which continues to this day. Patient states she is unable to work and unable to sleep. The patient states that she has been hospitalized twice since the initial procedure. No additional details were provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01717. The same patient is represented in each medwatch.